Manufacturer narrative:
The valve was patent. The valve failed leak testing due to a large tear on the delta chamber. The valve also had damage to the inlet connector extending to the proximal occluder. Although the valve passed patency testing all further testing was precluded as the water was exiting the valve through the tears during testing. It is unknown how or when the damage occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The returned catheters had no noted cuts/tears or occlusions. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that there was a leak at the connector.